Event description:
It was reported by the customer that the device had a rear case and handle cracked. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced rear case, left/right handle, front cover, barrel clamp, left iui, left iui seal, right iui, and latch spring. A review of the device history record showed the device had a manufacture date of 13oct2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the rear case syringe. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced rear case, left/right handle, front cover, barrel clamp, left iui, left iui seal, right iui, and latch spring. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the rear case syringe. A review of the device history record showed the device had a manufacture date of 13oct2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device had a rear case and handle cracked. There was no additional information provided and no patient involvement.